Manufacturer narrative:
Analysis of the pump found the pump was stalled when received. Pump motor gear train anomaly corrosion and-or wear and-or lubrication was noted. Significant residue was found in the gear train. This residue was what caused the motor to stall.

Event description:
It was reported a motor stall occurred. Telemetry confirmed a critical alarm occurred, which indicated a constant motor stall. Two days after the motor stall occurred, a tube set log was noted in the pump logs. The patient experienced increased baseline pain and was reported to have been on oral medications. It was reported, the health care provider discussed programming the pump to minimum rate. It was noted, "the patient and doctor thought something might have been wrong with the motor." A dye study was reported to have been performed; however, the results were not provided. The pump was explanted and the patient was implanted with a new pump. No patient injury was reported. The device system was used to deliver compounded morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was reported. It was reported that normal battery depletion was the cause of the event. The patient outcome was notated as "no injury".

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.